Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead. As a result, the stylet was cut and a portion of the stylet remained inside the lead that was implanted into the patient. The patient was stable and will continue to be monitored.